Manufacturer narrative:
B3: date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected. Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The rotawire used in the procedure was also retuned. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the sheath was torn at 29cm from the burr housing strain relief and that the coil was stretched at the point of tearing. Product analysis confirmed the reported event, as the sheath was torn, and the coil was stretched at the point of tearing.

Event description:
It was reported that device detachment occurred. A rotapro 1.75mm atherectomy catheter was selected for coronary treatment. Catheter separation was observed resulting in the rotawire laying freely within the vessel. Retrieval of the rotapro 1.75mm atherectomy catheter was difficult. The rotapro 1.75mm atherectomy catheter was fully retrieved and withdrawn from the patient. No patient complications reported and the procedure was completed with another rotapro 1.75mm.

Manufacturer narrative:
Date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.

Event description:
It was reported that device detachment occurred. A rotapro 1.75mm atherectomy catheter was selected for coronary treatment. Catheter separation was observed resulting in the rotawire laying freely within the vessel. Retrieval of the rotapro 1.75mm atherectomy catheter was difficult. The rotapro 1.75mm atherectomy catheter was fully retrieved and withdrawn from the patient. No patient complications reported and the procedure was completed with another rotapro 1.75mm.